Event description:
Philips received a complaint by the customer on the v60 indicating that the device was powered on, and an error battery alarm message appeared. It was reported there was no patient involvement at the time the issue was discovered as it was discovered at power on which is outside of use. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
24feb2025 ccox: after further review. This pr is a this is the duplicate of (B)(4), which is the pr ID of the actual complaint. All reporting activity will be conducted under (B)(4) MFR report #2518422-2025-009285.